Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day of implant, the right ventricular (rv) lead exhibited an alert for high and undefined impedance and exhibited diminished r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead impedance warning correlated to the implant procedure.